Event description:
It was reported that during a lap anterior resection procedure, could not get the blue spike out of the anvil. When they did get it out, the blue spike broke and part was left in so, it could not connect to the other part of the instrument. Another device was used to complete the procedure. There were not adverse consequences for the patient. The case was converted to open.

Manufacturer narrative:
Date sent: 1/6/2009. Information anticipated, but unavailable at this time.